Event description:
The customer observed negatively biased proficiency fluid results using vitro's acet on a vitro's 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.(B)(4).

Manufacturer narrative:
The investigation determined that the negatively biased vitro's acet results were confined to a single proficiency fluid processed on (B)(6)2009. Quality control and pt sample results were acceptable at the time. The proficiency fluid is a liquid, ready to use material. The customer could not confirm that the sample was properly handled when it was initially processed in (B)(6). The customer repeated the same proficiency sample on (B)(6)2009, obtaining the expected result. The root cause of this event is unk, however, pre-analytical sample handling cannot be ruled out.